Manufacturer narrative:
Device and media evaluated by MFR.: the watchman flx left atrial appendage delivery system with the implant in the sheath was returned for analysis. Visual inspection was performed which found numerous kinks in the sheath. Microscopic inspection showed that there was tip damage as the tri-cuts were flared and there were abrasions within the sheath tip. The distal marker band was kinked. Recapturing the implant can cause damage to the device. The observed damage was attributed to procedural factors as the most likely cause of the damage is due to the forces that are put upon the device during insertion, advancing, and manipulation. Product analysis could not confirm the reported event as clinical circumstances could not be replicated. Procedural angiographic media was provided to assist in the investigation and was reviewed by a bsc quality engineer. A video provided depicts the deployed implant with blood on the fabric and threaded insert and cannot confirm thrombosis. The media analysis was inconclusive.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx laa closure device & delivery system (wds) were selected for use. The laa was measured at 29mm under imaging, and a 35mm closure device was selected for deployment. Because the laa was shallow, the closure device was adjusted several times for full recapture and the laa opening was re-measured under ultrasound. It was noted that continuous bubbles were generated when y-valve was withdrawn before the closure device was finally expanded. Air tightness problems of other parts were eliminated. It was recommended to fully recapture the closure device to check whether there was thrombosis on the surface of the device. After the closure device was withdrawn from the patient, thrombosis was observed on the steel wire, the connecting rivets and the membrane. The normal saline was used for flushing until part of the thrombosis fell on the operating table, and a residual part was observed to be still attached to the closure device. Based on transesophageal echocardiography (tee) measurement data, the laa opening was determined to be 25mm, and a 31mm closure device was then selected to complete the procedure. The activated clotting time (act) was monitored, and the procedure was successfully completed without impact on the patient.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx laa closure device & delivery system (wds) were selected for use. The laa was measured at 29mm under imaging, and a 35mm closure device was selected for deployment. Because the laa was shallow, the closure device was adjusted several times for full recapture and the laa opening was re-measured under ultrasound. It was noted that continuous bubbles were generated when y-valve was withdrawn before the closure device was finally expanded. Air tightness problems of other parts were eliminated. It was recommended to fully recapture the closure device to check whether there was thrombosis on the surface of the device. After the closure device was withdrawn from the patient, thrombosis was observed on the steel wire, the connecting rivets and the membrane. The normal saline was used for flushing until part of the thrombosis fell on the operating table, and a residual part was observed to be still attached to the closure device. Based on transesophageal echocardiography (tee) measurement data, the laa opening was determined to be 25mm, and a 31mm closure device was then selected to complete the procedure. The activated clotting time (act) was monitored, and the procedure was successfully completed without impact on the patient.